Event description:
A pt's daughter sent a notification of a complaint via "contact us information" form on (B)(6) 2013 from a public website. The complaint reads as follows: four years ago my father had your zenith flex aaa main body graft inserted due to an aneurysm. Now this device is leaking which has caused his aneurysm to grow significantly and he is (B)(6). Repeated attempts to get additional details to assist in this investigation have been unsuccessful as of (B)(4)2013. Pt outcome not provided by reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.